Event description:
It was reported that during the watchman procedure (after the atrial fibrillation (afib) procedure was completed successfully), the physician perforated the left atrial appendage while advancing the watchman sheath. The only biosense webster, inc. Products in use for the watchman procedure were the patient patches. All previous catheters were discarded after the afib case was completed and the intracardiac echocardiography catheter (abbott) confirmed that there was no effusion post afib. The patient was taken to the operating room for an "open window" procedure. The patient was stable at the time of the call. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).